Manufacturer narrative:
(B) (4).

Event description:
The attorney alleges that in (B) (6) 2006, after a pump refill, the pt became extremely tired, nauseous and almost passed out. The pt was admitted to a hospital and was allegedly "out" for three full days. It was noted that at that time, the pt had a diabetic problem and was unaware that his problems could have been due to the overloading of morphine into his system. The pump was removed (B) (6) 2008.